Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an add-a-line secondary solution set had a split in the tubing and was leaking. This occurred during priming. The split was located about 15cm from the chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection revealed a cut in the tubing 15 cm below the chamber pip. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.